Event description:
Additional information received noted that the lead was explanted.

Manufacturer narrative:
The reported event was ¿lead was capped¿. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported patient presented for a routine generator change. It was noted that the right ventricular lead was capped and replaced on (B)(6) 2019 due to an unspecified reason. Patient status was not known.